Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was intentionally left implanted beyond its useful life with detections off. The patient and physician elected not to replace the ICD. An alert has now sounded for charge circuit inactive behavior due to long charge times. The alert was cleared by interrogating the ICD at which time an alert for charge circuit timeout was observed along with a much lower than pre-interrogation battery voltage. The ICD was interrogated a second time with no further alerts and a pre-interrogation level battery voltage. The ICD remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 6947, implantable tachy lead, (B)(6) 2004. A 3023, interstim urinary mgu ipg, (B)(6) 2006. A 3031a, neuro programmer, (B)(6) 2006. A 3095, neuro extension, (B)(6) 2006. A 3093 interstim urinary mgu lead, (B)(6) 2006. (B)(4).